Manufacturer narrative:
Patient weight unknown not provided. Initial reporters telephone number and fax number unknown not provided.

Event description:
The patient was presented in the office with the fracture abutment screw (ilpac4417) in tooth location 12. Doctor scheduled a new surgery to see if implant can be removed or not . The implant was already osseo-integrated, so a new implant was placed in different tooth location (16).

Manufacturer narrative:
A certain® low profile 17° abutment 4.1mm(d) x 4mm(h) was returned for inspection. Visual inspection revealed moderate wear about the surface and drive feature of the abutment. The abutment was noted to be cracked between the two screw drive features. The abutment screw that engages the implant was intact and not fractured. The retaining screw that engages the top portion of the abutment was not returned. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿product catalog for restorative technologies¿ instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Summary: complaint indicates that one of the one-piece abutments had a fractured screw that was removed, and the other cracked open at the drive feature. Alleged event involving the abutment fracture was confirmed during inspection. The condition of the reported retaining screw could not be verified without its return. A singular root cause could not be determined.